Event description:
During deployment of the proglide closure device, it was noted that the device was defective. Doctor had difficulty time removing from body. Significant bleeding noted, doctor controlled the bleeding. Patient was sent to recovery in stable condition. The paddles on the closure device failed to properly close after the suturing was complete. The physician had to force to remove the device. Significant bleeding was noted and he had to up size to a bigger sheath to achieve hemostasis. Internal balloon tamponade was preformed to close the puncture site. This took time and required a femostop to hold pressure external after the procedure was complete. Because of bleeding groin complication, the patient required increase monitoring in the ICU.